Event description:
Ous MDR - after an implantation period of about 23 months, oversensing was reported. No adverse patient side effects have been reported.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at a distance of some 29 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the conductor cable to the vcs shock coil was damaged. These findings can be considered as the root cause for the observation as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The deformation of both shock coils occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.